Event description:
It was reported the pump software intermittently did not suspend insulin delivery. Customer's blood glucose was 62 mg/dl. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.